Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to right ventricular failure.

Manufacturer narrative:
Corrected data: h6: health effect- clinical, health effect- impact, device problem code, updated manufacturer's investigation conclusion: the reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. The heartmate 3 lvas IFU is currently available. No device-related issues were reported; however, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5: additional information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The right heart failure existed pre-left ventricular assist device implant. A device related issue did not cause/contribute to right heart failure. Patient had severe heart failure symptoms, fatigue, shortness of breath, low cardiac output and index.